Event description:
According to the op report, this valve was explanted due to thrombus and "chronic" pannus formation. The patient presented with shortness of breath and "evidence of restricted leaflet motion". Patient reported having "poor compliance" with anticoagulant therapy and patient stopped taking coumadin approximately 2 1/2 months prior to explant. At explant, there were "moderate" amounts of thrombus on the aortic side of the valve, particularly in the hinges. There was also "significant pannus with connective tissue overgrowth" on the underside of the valve. Sjm 21aecj-502, was then implanted and noted to have "normal" leaflet motion.